Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the user facility biomed that in order to repair the device the device¿s user interface module (uim) would need to be replaced.

Event description:
The user facility biomed reported that he has to turn the device several times before the screen will completely boot up and the device operate. There was no report of patient involvement.